Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data error notified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data error notified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an unload error; only 950 was unloaded while 1950 had been previously loaded, and there should have been 1000 remaining. A technical support specialist (tss) dialed into the server, logged into station, and reviewed the all-device event report. Found that station was set as a unit and refilled using a vial, which caused the issue. Attempted to contact the customer via call and email but was unsuccessful. Since the issue was resolved and both the primary and alternate point of contact could not be reached, the case was closed. The system functioned as intended after the technical support specialist verified the device.